Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: complaint received with return of device. Failure (event) observed during analysis. Upon receipt, the device was in backup vvi mode due to a power-on reset (por). Review of the device image determined the device entered backup vvi mode while still implanted. The device was tested using automated testing equipment and no anomalies were found. The cause of the por remains undetermined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.